Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive an ion product to perform failure analysis. The fully articulating catheter was analyzed and found to have a broken housing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the catheter. This issue can be resolved by using an alternate catheter to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during central processing, the fully articulating catheter had a mini explosion leading to pieces went everywhere. There was no report of patient involvement.